Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicm5_12.1 implantable collamer lens, diopter -7.0 into the patient's right eye (od), the lens tore/broke. Intraoperatively, the lens was explanted. No patient injury is reported.